Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 301 mg/dl at the time of the incident. The customer also reported that the insulin pump was priming. Customer reports they were able to clear the alarm. Customer stated that they were doing a set change when they got an alert. Customer not able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, insulin pump passed rewind test and displacement test.